Event description:
Reporter indicated that pt has experienced an increase in seizure activity above pre-vns baseline frequency since a recent adjustment to programmed parameters. Additionally, it was reported that the pt had not yet experienced efficacy with the vns therapy and that use of the magnet only provides seizure control if the seizure is caught early. Follow-up with treating neurologist revealed that the pt's seizure frequency had returned to baseline. Device diagnostic testing was within normal limits, indicating proper device function. No intervention is planned.